Event description:
It was reported that on (B)(6) 2025, a 8-6mm amplatzer duct occluder was chosen for implant using an unknown delivery system. During procedure, torn flange/patch protruding from the prosthesis was noted. A new unit was used to carry out the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. There was no consequences for the patient.

Manufacturer narrative:
An event of torn flange/patch protruding from the prosthesis was noted during procedure was reported. The device was returned for analysis the device was visually examined and there were no visible anomalies noted, including no device deformation. Microscopic examination confirmed no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and that the product met all specifications. Based on available information, the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: component code: 4755 part/component/sub-assembly term not applicable type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.